Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd preset¿ collection arterial blood collection syringe, the device experienced foreign matter on device or cannula, needle or syringe, and blood splatter, leakage, or sample leakage. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the packaging was broken and air leakage.